Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on 13 december 2016. The representative found that the fuses within the imaging system had blown after the user plugged the viewing station of the imaging system into a wall outlet while the system was powered on. The representative reported that they replaced the fuses. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, after moving the imaging system between rooms the system continued to beep when plugged in and the line power light was not illuminated. No additional information was provided. There was no patient present when this issue was identified.